Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra2 meter was displaying inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred within the last 6 months prior to contacting lfs. The patient reported obtaining readings of ¿326mg/dl¿ on the lfs meter compared to ¿197mg/dl¿ on a ¿smart test, smart code¿ meter. The patient reported using oral medications with diet and exercise to manage her diabetes. It is unclear if the patient made any changes to her normal diabetes management routine on the day of the alleged issue. The patient reported in ¿(B)(6)¿ she developed symptoms of ¿dizziness, lightheaded, foggy thinking.¿ the patient reported on (B)(6) 2013 in the afternoon or early evening, she obtained ¿high readings¿ and they had been high for a while. The patient reported on (B)(6) 2013 she was treated by a healthcare professional with ¿IV insulin, short and long acting.¿ at the time of troubleshooting, the cca confirm the subject meter was in the correct unit of measurement and an approved sample site for testing. The cca discovered the patient was using incorrect testing steps, the code was incorrect. Replacement products were sent to the patient. This complaint is being reported because the patient claims due to the alleged issue she required treatment from a healthcare professional for an acute complication of diabetes.

Manufacturer narrative:
Follow-up # 1 ¿ (10/01/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 9/12/2013 and 9/24/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.